Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize a loaded slide clamp which was reproduced as not recognizing an open door. The symptom was verified and found to be caused by the upper and lower latch switches, which were found to stick. Grease was applied to the switches to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize loaded slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.